Event description:
It was reported that a spectrum pump did not drip during heparin therapy. It was stated, "the patient had heparin running at 17.8 ml/hr into his right arm below the ac. Blood had backed up the IV tubing." The nurse then changed the IV to the left hand and blood continued to back up the IV tubing. The nurse noticed that the heparin bag looked fuller and was surprised that the pump was not alarming. When the tubing was disconnected, the end of the tubing only pulsate with the pump, but the fluid did not drip. The pump was stopped, tubing was unloaded, set was reloaded and run was pressed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.